Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire broken. Block h2 (additional information): block b5 has been updated based on the additional information received on february 9, 2025. Block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, and initial reporter zip/postal code) has been updated based on the additional information received on february 7, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, when using the ligator, the pull wire was fractured, and the remaining four bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 9, 2025: it was noted that there was no difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, when using the ligator, the pull wire was fractured, and the remaining four bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 9, 2025: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire broken. Block h2 (additional information): block b5 has been updated based on the additional information received on february 9, 2025. Block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, and initial reporter zip/postal code) has been updated based on the additional information received on february 7, 2025. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing still had four bands attached to it, and there was no evidence on the handle that the trip wire was secured. Both the trip wire and the suture were inspected and found to be undamaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed and the trip wire break was not confirmed. It was found that the instructions for use (IFU) of the device were not followed, as the trip wire was not secured into the handle slot. This can ultimately affect the deployment of the bands once the ligator housing is installed in the scope, causing the trip wire to malfunction when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, when using the ligator, the pull wire was fractured, and the remaining four bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire broken.